Event description:
The lay user/patient contacted lfs in 2009, alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info: the pt mentioned that on an unspecified date and time, he had passed out and was taken to a hosp and his blood glucose was in the 60-70's on the hosp device and the lfs meter readings were 135 mg/dl, 112 mg/dl, 112 mg/dl, and 129 mg/dl. Readings were taken less than 30 minutes from one another. The pt was treated with glucose tables/glucose gels in the hospital. The pt also mentioned he was sent to different nursing homes in four days and cannot remember when the incident occurred. The pt does not recall when he first noticed obtaining the elevated readings on his lfs meter. No further clinical info was provided. It would have been helpful to know whether the readings on the lfs meter were taken after he had passed out prior to going to the ER or after going to the ER, readings prior to the incident, verify whether the pt takes any diabetes medication, how often he tests and how soon after treatment did he regain consciousness. It would have also been helpful to know his readings prior to the event. The test stirps were in good condition and not expired. The technique of applying blood on the test strips was correct. A quality control test was not done since the pt did not have subject test strips with him at the time of the initial call. Products were replaced. The complaint is being reported since the pt alleged that due to the elevated readings on his meter he passed out at an unspecified time later and was treated for low blood glucose in the hospital.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.